Event description:
It was reported that low pacing impedance and noise resulting in oversensing were observed on the right ventricular lead. Lead damage was suspected but not confirmed. No intervention was performed, the lead remains implanted and will continue to be monitored. The patient was stable.